Event description:
It was reported in an article in journal titled ¿internal neurolysis with and without microvascular decompression for trigeminal neuralgia: case series", approximately sometime post procedure, out of thirty-two patients, two patients developed significant recurrence of pain. However, the current status of the patient is unknown.

Manufacturer narrative:
As this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. The author was tried to be contacted for follow up; however no further response was received as the author was not able to be contacted. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(6), (2020). Internal neurolysis with and without microvascular decompression for trigeminal neuralgia: case series. World neurosurgery, 143:e70-e77. Doi: 10.1016/j.wneu.2020.06.206.